Event description:
It was reported that patients ipg incision site did not heal properly. It was also reported that the ipg was not placed deep enough causing more pain in certain positions. An x-ray was taken and revealed that the ipg and leads had migrated. Additional information was received that the patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remain implanted in the patient.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7073076. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7083342.

Event description:
It was reported that patients ipg incision site did not heal properly. It was also reported that the ipg was not placed deep enough causing more pain in certain positions. An x-ray was taken and revealed that the ipg and leads had migrated.